Event description:
Per report received from foreign MFR: pinhole at 3 bar during 3rd inflation after 1 second. When doctor flushed the guidewire lumen during prepartion the balloon inflated, but he used this for pt.